Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Other companies devices that used in this study: spiral catheter (st. Jude medical, (B)(4)) manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that 60 patients with previously implanted watchman device underwent catheter ablation for af. Among them, peri-device leaks = 5mm were noted in 2 patients after radiofrequency ablation. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿catheter ablation for atrial fibrillation in patients withwatchman left atrial appendage occlusion device: results from a multicenter registry¿ the purpose of this study was describe our experience with the feasibility and safety of ca in patients with a preexisting watchman laao device. Suspect device is a 3.5-mm open irrigated tip thermocool catheter, however catalog and lot number is unknown.